Event description:
On (B)(6) 2012, the consumer was using the water pik flosser on her upper right back teeth when the flosser automatically went on full pressure. The flosser slipped from her hand and ripped the skin from the inside of her jaw. She stated that this is the first time that it happened. On (B)(6) 2012, the consumer stated that it would not stop bleeding so she called her dentist and was advised to rinse her mouth in salt water. The consumer stated that she later discovered a mass amount of loose skin where her inside jaw was ripped. The consumer stated that she called the retailer ((B)(4)) and was told to bring the product in for a new one. She did not contact the MFR but will in the future. Purchase date: (B)(6) 2012. The product was not damaged or modified before the incident.